Event description:
The customer reported that, during bypass, the heart lung machine shut down. The front panel was opened to remove the hand crank and the power switch was found in the off position. The machine was switched on and an error code displayed. The pump was hand cranked and then power cycled. The pump restarted and was used to complete the case without further issue. The pump was restarted within one minute of shut down. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The customer reported that, during bypass, the heart lung machine shut down. The front panel was opened to remove the hand crank and the power switch was found in the off position. The machine was switched on and an error code displayed. The pump was hand cranked and then power cycled. The pump restarted and was used to complete the case without further issue. The pump was restarted within one minute of shut down. There was no report of patient injury. The electronics and power (e/p) pack module of the s5 system was returned to sorin group (B)(4) for evaluation. The investigation is on-going. A follow-up report will be filed when the investigation is complete. There was no report of patient injury. The hospital notified the country's competent authority. This medwatch report is being filed as a result of action.